Event description:
It was reported patient underwent carpal tunnel procedure on an unknown date. During the procedure, the surgeon attempted to advance the blade; however, it would not advance. Another blade was used to complete the procedure without delay.

Manufacturer narrative:
Decision was made to recall based on a supplier issue that was determined as part of an internal investigation. Reference 1825034-2013-009r.